Event description:
Child has type 1 diabetes and is on an omnipod insulin pump. Child had 2 seizures in one day and was transported to our facility from another about 4 hours away. Cause of seizures traced to hypoglycemia. Glucometer in device read a blood glucose of 164 mg/dl according to grandparents who used the device. Paramedics reported a glucose of 50 mg/dl. In our facility, the glucometer in the device read a consistent 40 mg/dl higher than did our glucometers. Dates of use: (B)(6)2010 - (B)(6)2010. Diagnosis or reason for use: type 1 diabetes mellitus. Event abated after use: yes.

Manufacturer narrative:
(B)(4). Device was not returned the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4) the analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. In addition, one jaw was found to be broken at bifurcation. Evidences of corrosion on the broken area were noted. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. This condition is very unlikely to occur during a surgical procedure and is most likely to occur after post-surgery device cleaning. The jaw breakage is not occurring as a result of the product complaint decontamination process. Please note that this condition is unrelated with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, the jaw would no longer open after firing even though some clips remained. The jaw could be opened and the device was removed somehow. Another device was used to complete the procedure. There were no adverse consequences for the patient. It was confirmed the orange indicator bar was shown.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.